Manufacturer narrative:
The device was received by edwards for evaluation; evaluation is not yet complete. Preliminary evaluation findings indicate that the balloon was observed to be ruptured with a portion of the balloon material missing. The edges of the rupture site did not fully match up. Additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
It was reported that the balloon of a cardioplegia cannula ruptured during use. The average flow rate was 300ml/min with a maximum of 380ml/min. The average coronary sinus pressure was 20mmhg with a maximum of 25mmhg. The maximum pressure in the bypass circuit was 280mmhg and 170mmhg at the lowest. The average pressure in the circuit was approximately 200mmhg. Aside from the balloon rupture, there were no additional difficulties noted during the procedure. The balloon was not tested prior to use. There was no re-insertion of the stylet or manipulation of the cannula. There were no patient complications reported.

Manufacturer narrative:
Evaluation summary: the device evaluation confirmed that the balloon of the cardioplegia cannula was ruptured. It was found that a piece of balloon material was missing. The edges of the rupture site did not fully match up. The customer provided two possible lot numbers for the device. The device history record (DHR) was reviewed for both lot numbers, and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not confirmed. 100% in-process verifications are in place to inspect balloons for tears or holes. The instructions for use (IFU) state that the balloon is to be tested prior to use and that the flow rate is not to exceed 120ml/min as this can result in possible balloon over-inflation. Based on the information received, the likely root cause of the event was over inflation of the cardioplegia balloon due to excessive flow rate. The instructions for use (IFU) were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.